Event description:
Ous MDR - it was reported that after 13 days of implantation the lead was removed, because it perforated the heart wall and passed over to the pericardium. High thresholds had been noted. It was replaced by a competitor lead. No other adverse patient side effects have been reported.

Manufacturer narrative:
The lead was returned for analysis in the meantime: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several deformations of the inner conductor coil and of the rv shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from tensile forces applied during the surgery. Further analysis revealed coagulated blood along the inner coil of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced during the surgery. In summary, deformations of the inner conductor coil and the rv shock coil were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.